Event description:
Event description guidant received information that this device had evidence of intracardiac electrogram noise on the shock and pace / sense channels, which was associated with oversensing.